Event description:
A pt supported by left and right ventricular assist devices was being prepared to be moved from the operating room to the ICU. The dual driver console was disconnected from ac power, the compressor stopped and the ventricular assist devices stopped pumping. The ventricular assist devices resumed pumping immediately upon reconnection to ac power. There was no reported effect on the pt as ac power was restored in 20 seconds. The pt was switched to a back up console and transported to the ICU.